Event description:
It was reported that post-paced t-wave oversensing was observed on the device. The device was reprogrammed to resolve the event and the patient was in stable condition.

Event description:
Additional information received indicated post-paced t-wave oversensing was observed on the device despite reprogramming. Further reprogramming is anticipated but has not been performed at this time. The patient was in stable condition and will continue to be monitored.